Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there was interaction with the pump and pump still shut down. There was no impact to the customer¿s blood glucose level. Customer continued using the pump for insulin therapy.